Event description:
At approximately 6 am, the night nurse attached the baxter secondary tubing into the alaris primary tubing with the intent of infusing vancomycin into a hemodialysis patient. At approximately 8 am, the day nurse noted that the primary bag was infused but not the vancomycin. The connections between the primary and secondary tubing's were checked and seemed secure and tight but the nurse could not get the secondary set to flow. After trouble shooting with the initial secondary set was not successful, the nurse changed the tubing to a new secondary set and the system then flowed correctly.